Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, lot# l73869, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
In (B)(6) 2005, the patient experienced withdrawal symptoms 3 days before her pump refill date. It was later reported that the patient experienced nausea and vomiting and couldn¿t remember when she last took her oral meds, so she was given a prescription for aventyl and lortab. The patient was feeling much better after taking the meds. No motor study was done. The patient¿s next refill was due (B)(6) 2005, but she came into the clinic on (B)(6) 2005 feeling like she was in withdrawal again. The pump was interrogated and revealed all was fine with her pump. She was given oral dilaudid. A urine drug screen was done. They also found out that the patient had not been taking her aventyl. Her alarm setting was increased to 3 instead of 2 and she was scheduled to come in 10 days early. They hoped to figure out by then what was going on. On (B)(6) 2005, a dye test was performed. The patient was given a bolus of medication that was to reach patient in 6 minutes. The patient went to the ER and was treated for withdrawal. Two days later, the patient was feeling better. It was later reported that the patient went through withdrawal and almost died; the patient almost had a heart attack. The patient was seen in the ER and in the pain clinic. The cause of the withdrawal was unknown.